Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in an adult female patient who had essure (batch no. 808010-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("hasimoto's disease"), device expulsion ("device expulsion"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), abdominal distension ("bloating"), cystitis ("bladder infection"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with right salpingectomy, partial left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, cystitis, urinary tract infection, headache, alopecia, fatigue, hormone level abnormal, weight increased and vaginal haemorrhage outcome was unknown, the autoimmune thyroiditis was resolving and the abdominal distension and migraine had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, autoimmune thyroiditis, back pain, cystitis, device breakage, device expulsion, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for: pain, bleeding, allergy, breakage/expulsion, autoimmune, bladder/urinary problems, migraine, headaches, hair loss, other, fatigue, hormonal changes, weight gain, bloating. Previously reported essure insertion date : (B)(6) 2011. Approximate weight at the time of essure placement 162lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Most recent follow-up information incorporated above includes: on 21-apr-2020: pfs received- outcome of migraine, bloating updated to recovered / resolved. Outcome of autoimmune thyroiditis updated to recovering / resolving. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and autoimmune thyroiditis ('hasimoto's disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), device expulsion ("device expulsion"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), abdominal distension ("bloating"), cystitis ("bladder infection"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with partial salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, autoimmune thyroiditis, device expulsion, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, cystitis, urinary tract infection, migraine, headache, alopecia, fatigue, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, autoimmune thyroiditis, back pain, cystitis, device breakage, device expulsion, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: patient received treatment for: pain, bleeding, allergy, breakage/expulsion, autoimmune, bladder/urinary problems, migraine, headaches, hair loss, other, fatigue, hormonal changes, weight gain, bloating. Previously reported essure insertion date: (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- previously reported event "injury nos" was updated to "pelvic pain", new events added: "device breakage, device expulsion, hashimoto's disease, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), bladder infection, urinary tract infection, migraine, headaches, hair loss, fatigue, hormonal changes, weight gain, bloating and she did not underwent essure confirmation test", reporter information added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and autoimmune thyroiditis ('hasimoto's disease') in an adult female patient who had essure (batch no. 808010-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), device expulsion ("device expulsion"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), abdominal distension ("bloating"), cystitis ("bladder infection"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with partial salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, autoimmune thyroiditis, device expulsion, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, cystitis, urinary tract infection, migraine, headache, alopecia, fatigue, hormone level abnormal, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, autoimmune thyroiditis, back pain, cystitis, device breakage, device expulsion, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for: pain, bleeding, allergy, breakage/expulsion, autoimmune, bladder/urinary problems, migraine, headaches, hair loss, other, fatigue, hormonal changes, weight gain, bloating. Previously reported essure insertion date : 09-aug-2011 approximate weight at the time of essure placement 162lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Most recent follow-up information incorporated above includes: on 9-dec-2019: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and autoimmune thyroiditis ('hasimoto's disease') in an adult female patient who had essure (batch no. 808010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), device expulsion ("device expulsion"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), abdominal distension ("bloating"), cystitis ("bladder infection"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with partial salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, autoimmune thyroiditis, device expulsion, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, cystitis, urinary tract infection, migraine, headache, alopecia, fatigue, hormone level abnormal, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, autoimmune thyroiditis, back pain, cystitis, device breakage, device expulsion, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for: pain, bleeding, allergy, breakage/expulsion, autoimmune, bladder/urinary problems, migraine, headaches, hair loss, other, fatigue, hormonal changes, weight gain, bloating. Previously reported essure insertion date : (B)(6) 2011. Approximate weight at the time of essure placement 162lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Lot number and event abnormal bleeding (vaginal) were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and autoimmune thyroiditis ('hashimoto's disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), device expulsion ("device expulsion"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), abdominal distension ("bloating"), cystitis ("bladder infection"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with partial salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, autoimmune thyroiditis, device expulsion, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, cystitis, urinary tract infection, migraine, headache, alopecia, fatigue, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, autoimmune thyroiditis, back pain, cystitis, device breakage, device expulsion, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: patient received treatment for: pain, bleeding, allergy, breakage/expulsion, autoimmune, bladder/urinary problems, migraine, headaches, hair loss, other, fatigue, hormonal changes, weight gain, bloating. Previously reported essure insertion date : (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-sep-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.